Event description:
Pt spontaneously called, pump started alarming for. No disposable clamp tubing over past few weeks; however, pt reattaches cassette, pump works fine then in a few hours, it alarms for same reason. Pt stated this occurs about 8 times in 48 hour period. Advised we should replace pump, even though it is working now. It shouldn't alarm that frequently. Other pump working fine. No ae as a result of pump malfunction. Sending return kit with replacement. Cadd legacy sn (B)(4) due (B)(6) 2018. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.